Event description:
It was reported that control-iq did not adjust insulin delivery as expected, and customer experienced low blood glucose at 42 mg/dl. Customer treated low blood glucose by consuming carbohydrates and did not need help from anyone else. Technical support explained how control-iq predicted glucose values and adjusted insulin delivery, confirmed pump and settings were appropriate, provided full pump reset instructions, and customer chose to reset pump and continued insulin therapy while agreeing to monitor system and call back if further help was needed.